Event description:
Description of event according to initial reporter: on (B)(6) 2022, the patient was placed in the inferior vena cava with a filter igtcfs-65-uni. On (B)(6) 2022, a gunther tulip vena cava filter retrieval set was used to remove the ivc filter from the patient, but the filter was tilted and difficult to remove ((B)(4)) in the process of removal, the filter was not removed due to the loop of filter retrieval set was broken. ((B)(4)) the dealer feedback that the patient was young, the flow rate was rapid, the loop could not be fully opened, and the filter is partially attached to the vessel wall. The procedure lasted for two and a half hours. The filter was not removed due to the loop of filter retrieval set was broken, so it could not be removed. At last, withdrawn the filter retrieval set to end the procedure. Finally, the patient is forced to be transferred to another hospital for a second procedure, which brings a second injury to the patient. On (B)(6) 2022, the patient was transferred to the other hospital, and the procedure was performed using filter retrieval set from another manufacturer. The filter was removed successfully. The patient was in good condition and has been discharged. The image review of (B)(4) found ¿one of the leftward directed leg projects outside of the column of contrast by at least 3mm indicating penetration.¿ patient outcome: a section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k) k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that a tulip filter was difficult to remove with a gtrs from the patient due to the filter was tilted (B)(4). In the process of removal, the filter was not removed due to the loop of filter retrieval set was broken (pr372051). The procedure was abandoned, and the patient was transferred to another hospital for a second procedure which removed the filter successfully. The imaging review for pr372051 found ¿one of the leftward directed leg projects outside of the column of contrast by at least 3mm indicating penetration.¿ two poor quality videos of the attempted retrieval, along with the complaint report, were submitted for review. Per imaging reviewer´s findings: ¿first video dated 7/13/2022 at 10:53 am demonstrates a gunther tulip ivc filter in the ivc. Contrast is seen partially opacifying the inferior vena cava. On this projection the ivc filter appears somewhat centered in the ivc, but this is an oblique projection. The operator has created a glidewire loop snare through the neck of the ivc filter, and there appears to be slight traction on the loop snare. One of the leftward directed leg projects outside of the column of contrast by at least 3 mm indicating penetration. Second video from same day dated 12:41 pm demonstrates the gunther tulip ivc filter in the infrarenal location. The retrieval sheath is located cranial to the hook of the ivc filter and there is an angled catheter caudal to the ivc filter. Contrast is being injected through the angled catheter caudal to the ivc filter. Relative to the centerline of the ivc there is approximately 10° of leftward tilt. On this projection, the hook of the ivc filter appears to abut the left lateral wall of the ivc and again at least one filter leg projects outside of the column of contrast indicating penetration. The ivc filter diameter measures approximately 17 mm.¿ per imaging reviewer´s impressions: ¿per the complaint report, the gunther tulip ivc filter was placed on (B)(6) 2022. The attempted retrieval was performed approximately 6 weeks later on (B)(6) 2022. Per the complaint of report, the ivc filter was tilted and difficult to remove. On the images submitted for review, there does not appear to be a significant tilt, but perpendicular images of the filter relative to the ivc are not submitted, and the filter hook likely abuts the wall of the ivc, lending to the difficulty in snaring the hook. The complaint report also states that the "loop of the filter retrieval set was broken". No images of this broken loop snare were submitted for review to confirm this issue. On the first video of submitted for review the operator has created what appears to be a glidewire loop snare through the neck of the ivc filter. Presumably despite the glidewire loop snare configuration, the retrieval sheath could not be advanced over the hook of the ivc filter, again supporting that the hook was abutting the wall of the ivc. Utilization of other advanced retrieval techniques such as the "hangman's technique", or a bronchial forceps was not performed in order to free the hook of the ivc filter from the wall of the ivc. This retrieval was ultimately unsuccessful, and patient was transferred to another institution where the filter was retrieved successfully. The complaint report is somewhat confusing, as their primary complaint appears to be that the filter retrieval set was broken, but there are no images actually showing the broken loop. I am uncertain if this is in reference to the loop not being able to engage with the hook of the ivc filter, therefore the operator presumed it was broken, or if there is truly a defect in the loop snare device. With the filter hook abutting the wall of the ivc, with likely minimal endothelialization, a loop snare would not engage the hook in this configuration, and more advanced techniques need to be performed to retrieve the filter. The real question is why the hook of the ivc filter was abutting the wall, was this related to the deployment for did the filter developed tilt over time, without the placement images these questions cannot be answered.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.